Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 13 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.